Event description:
A report was received that the pt underwent a pocket revision due to pocket discomfort. The physician revised the pocket and added a lead extension. The pt was reportedly doing well.

Manufacturer narrative:
This is the final report.